Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. While adhesions and recurrence are known adverse events that are listed in the IFU, no conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available. Info related to the recalled composix kugel mesh implanted in 2005, will be reported.

Event description:
Attorney reported: in 2003- the pt underwent invasive surgery to repair a ventral incisional hernia with placement of a small oval-sized composix kugel mesh patch. The mesh patch ultimately failed causing the pt to suffer numerous complications, including but not limited to, severe abdominal pain, extensive adhesions, caused and recurrent hernia at the location of the composix kugel implant. The pt underwent multiple treatments and invasive surgical procedures to treat these symptoms, none of which were successful. In 2005 - the pt was forced to undergo the surgical removal of the failed mesh patch. A recalled composix kugel mesh patch was implanted at this time. In 2007 - the recalled mesh patch also failed, became physically deformed; caused extensive adhesions between the mesh and the bowel, perforation of the bowel, infection and open wounds; and was subsequently, removed and replaced.